Manufacturer narrative:
The customer reported via phone call that she took the reservoir out and it cracked the insulin pump. The reservoir compartment was chipped and parts fell off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Event description:
The customer reported via phone call that she took the reservoir out and it cracked the insulin pump. The reservoir compartment was chipped and parts fell off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.